Manufacturer narrative:
Concomitant medical products: ddmc3d4 ICD implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed noise and inappropriate mode switching occurred. It was also reported an insulation breach is suspected due to corresponding far field r wave over-sensing. The patient is being closely monitored and the lead remains in use. No patient complications have been reported as a result of this event.